Manufacturer narrative:
(B) (4) sizing issue. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
It was initially reported that the device was not implanted. On 04/21/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the operative report of (B) (6)2010: "it was initially sized well for a 25-mm biologic valve and 16 pledgeted sutures were placed around the perimeter of the annulus in a ventricular to aortic orientation. Upon resizing the valve, however, after placing the sutures, it would accommodate a 25 sizer and therefore a 23 valve had to be also prepared and rinsed."